Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. As the event occurred on (B)(6) 2013, patient information is no longer available.

Event description:
The hospital reported that tidal volume was set at 500ml and delivered tidal volume was 700 to 750 ml. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.